Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 13-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches ,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
It was reported by the customer, post procedure, the evis exera ii ultrasound gastrovideoscope had air/water leakage. No piece of equipment fell into the patient during the procedure. No patient harm reported. During the evaluation of the device, it was noted the acoustic lens adhesive on the probe unit was damaged. This report is to capture the reportable malfunction of the damaged acoustic lens adhesive on the probe unit noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The probe unit and the guide pipe on the control unit were leaking. The mouthpiece pin on the electrical connector unit was loosened. The probe unit was defective and cracked. The bending section cover glue was chipped. The connecting tube had a dent. The grip unit, scope body, scope cover, and switch box unit were scratched. The ks-mouthpiece on the control unit and the seat holder unit were corroded. The paint on the air / water nut was peeled off. The angulation had less or specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.